Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented for follow up. Far-field r-wave oversensing was observed. Programming changes were made. Additional programming changes will be made at next follow-up visit. There were no adverse consequences to patient.